Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition. The customer reported that the cannula had dislodged from the infusion site. This could interrupt insulin delivery and contributed to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer called to report that his blood glucose consistently measured greater than 400 mg/dl on the second day of wearing this pod. He was asked to check the pod during call and the cannula wasn't inserted in his skin.